Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited a telemetry or communications anomaly. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.